Manufacturer narrative:
The screws were not returned for evaluation. No definitive root cause could be established. Seaspine requested information on the delayed complaint report and revision surgery. No response was received. Possible adverse events: bending, disassembly, or fracture of implant and components postoperative fracture due to trauma, defects, or poor bone stock.

Event description:
On 15 sep 2023 seaspine was made aware that a shoreline system screw was fractured at the 1-year post-operative appointment. Additional information was received on 26 sep 2023 that screws were fractured on the bottom levels of both implants. The index surgery occurred on (B)(6) 2022. No further information on the original procedure was provided. It was noted that the first screw was fractured on (B)(6) 2023. No report had been received by the company at that time. Patient condition was not provided. A revision surgery occurred on (B)(6) 2023 consisting of a two-level corpectomy using ulrich solidity and seaspine admiral plate, c5-t1 pcf.